Event description:
On (B)(6) 2012, customer reported that 5 ml of diluent had leaked from the probe of the act8/10 instrument after a startup. The leak was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Cts instructed the customer to bleach the vacuum path, via port # 5 on the probe wipe. Cts also advised the customer to replace the dual hydrophilic filters, which resolved the leak. No further leaks were reported.

Manufacturer narrative:
(B)(4).